Event description:
Surgical camera broke over pt on sterile field, surgical resident was attempting to tighting scope to 4k camera, when attempting to do so blk springy attachment broke into pieices. Surgical team aware, charge nurse and supervisor aware. Xr kub ordered for the end of the procedure.